Event description:
The customer reported that she was concerned the pod she was wearing was no longer working. She provided the following blood glucose history for the day of the event: see scanned table. At 5:10 pm, with a blood glucose of 257 mg/dl, she deactivated the pod.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was found. An air bubble equivalent in size to 5 units of insulin was found in the reservoir. There was no evidence that the user removed any residual insulin, thus the air bubble was most likely introduced during the initial filling of the pod. The omnipod user guide warns,"never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery" and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery." It also warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid - acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." Lot acceptance records were reviewed, and the product lot met all acceptance criteria. An investigation into this issue was conducted and corrective action was implemented. Insulet will continue to monitor these complaint rates.